Event description:
It was reported that cartridge alarm occurred during load process, and caller stated there was no backup insulin therapy available. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider for backup therapy, and technical support arranged replacement pump.